Event description:
Approximately two months ago, a patient required vp shunt revision for obstruction of a 9 year old catheter. During the procedure, the proximal end of the catheter broke secondary to tissue ingrowth and a short section remained in the ventricle as did the abdominal portion which was also adherent within the abdomen. Approximately one month after revision surgery, the patient presented with evidence of a shunt infection. Externalization of the recently placed shunt was performed and the abdominal portion of old catheter was removed laparoscopically. Approximately one month after this, re-internalization of the vp shunt was performed and the retained ventricular segment was removed.